Event description:
On 10/29/1999 the MFR was notified of an incident that occurred at the user facility. The user facility reported the following info. On 10/28/1999, a critically ill pt in the ccu (cardiac care unit) coded and required defibrillation. The crash cart was brought in and a package of electrodes was opened for use during defibrillation. Staff members reported that they saw a "different product with different maroon lead wires and a different connector" than the cardiotronic pads that would be compatible with the defibrillator's cable. The pads would not connect with the zoll defibillator and treatment was delayed. By the time the staff members realized the problems and obtained another set of pads the pt had expired. Staff members allege that the ballard cardiotronics package containing the electrode was sealed prior to use and they report that no other MFR's defibrillation electrodes are used in this facility.